Event description:
A distributing facility reported, "blade from safety scalpel was not secured within the case. On manufacturing area 2 persons have accidentally cut their hand due the blade of k-15703-013a was not secured in place."

Manufacturer narrative:
A distributing facility reported, "blade from safety scalpel was not secured within the case. On manufacturing area 2 persons have accidentally cut their hand due the blade of k-15703-013a was not secured in place. " deroyal industries requested the return of the device, however the facility stated it was not available for return. A supplier corrective action request (scar) will be sent to the scalpel manufacturer, s&s surgical products. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Manufacturer narrative:
Deroyal industries requested the return of the device, however the facility stated it was not available for return. Deroyal performed an inventory check on 500 scalpels and reviewed 120 work orders and no issues were discovered. A complaint to sales ratio was completed between october 2021 through october 2023 and was calculated to be 0.0000017 or 0.00017%. A supplier corrective action request (scar) was sent to the scalpel manufacturer, s&s surgical products. S&s surgical inspected in process assembly and packaging and no issues were found. They also inspected inventory on hand as well as assemblying a sample lot of 20 to inspect function. No issues were found within inventory and all samples passed function testing as designed. Root cause: because the sample was not returned and no issues were identified in process inspections, no root cause could be identified. Potential root cause: it was specifically noted by s&s surgical that this issue could have occured in transit. It was also noted that warning labels are installed on all boxes due to potential issues occuring in transit. Corrective and preventive action: because no root cause could be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.